Event description:
It was reported that the reamer tip broke. There was no report of harm to patient or foreign body retained. Attempts have been made and no further information has been provided

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the reamer tip is fractured. The returned device was reviewed with scanning electron microscopy. Quasi-cleavage overload artifacts were present throughout most of the fracture surface with a few regions showing ductile overload dimples as well. These fracture surface artifacts suggest the overload failure mode. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed code: mechanical-drill. Visual evaluation of the provided pictures identified the tip of the reamer is fractured. However, as the device was not returned, further analysis could not be completed. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.